Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient noticed that her infusion set's tubing was detached (dangling) at the quick release while sitting. Moreover, she noticed that she was urinating more than usual and had changed taste. The site location was her upper buttocks, and the pump was on the same side, as the infusion set attached to waistband. The infusion set had been used for less than 24 hours. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 302 mg/dl. No further information available.